Event description:
Account states they obtained two creatine kinase results that were <0 u/l, that repeated much higher. The incorrect results were not used to guide patient therapy. The field service rep was unable to determine a cause for the discrepant results.